Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02692. It was reported the patient's scs leads implant procedure could not be completed because the physician was unable to place the leads to the intended placement due to suspected scar tissue. Reportedly, the procedure lasted approximately two hours with no success. No adverse consequences for the patient were reported.